Manufacturer narrative:
Not returned.

Event description:
Plaintiff after implantation of t-sling (B)(4) lot 0850 on (B)(6) 2013 alleges dysuria, vaginal pressure, leaking, incontinence, suprapubic pain, frequency, incontinence with walking right sided pulling, stabbing pain, pelvic pain. Re-hospitalization for additional surgery occurred on (B)(6) 2013.